Event description:
It was reported that the patient was standing up and hip dislocated. After x-rays were taken it was obvious that the head/trunnion junction dislocated. The proximal portion of the trunnion was worn down due to head/trunnion articulation over a period of time.

Manufacturer narrative:
An event regarding dissociation and trunnion wear involving an accolade plus tmzf hip stem #6 was reported. The event was confirmed. A review of the provided x-ray confirmed the dissociation. The exact cause of the event could not be determined because of a lack of information. Further information such as the returned device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient was standing up and hip dislocated. After x-rays were taken it was obvious that the head/trunnion junction dislocated. The proximal portion of the trunnion was worn down due to head/trunnion articulation over a period of time.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.